Event description:
The pt reported the neurostimulator was removed three days after implant due to infection. The pt was hospitalized for five days and rec'd IV antibiotics. No report of device explantation. Add'l info was requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.